Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was 220 mg/dl at the time of the call. The customer stated hey did not have time to trouble shoot the issue and they did not want to return the reservoir and infusion sets back for analysis. It is unknown what may have caused the no delivery alarm. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.